Event description:
My mother wears the freestyle libre 2 glucose monitor sensor. Each sensor is supposed to last for 14 days. The last 3 sensors have failed after 7 days; 12 hours; 18 hours. All have been reported to freestyle libre for replacements but this pattern seems to suggest a quality control problem. June 30, 2024, july 1, 2024. Ref report: mw5157108, mw5157109.